Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was programmed to deliver an intravenous infusion of dextrose 10% (d10) solution, however the pump "did not deliver d10 at the appropriate rate." It was noted "too much volume was left" in the dextrose bag. Drops were observed falling in the drip chamber, "but very very slow." The patient subsequently experienced a hypoglycemic episode, and 50% dextrose (d50) solution was administered. The spectrum pump was changed, and the drip rate was observed to be "faster" than with the previous pump. No additional information is available.